Event description:
On (B)(6), 2010, a doctor reported that the maxcem elite used to place a post did not set and as a result, the post had to be removed and replaced using a different cement.

Manufacturer narrative:
The doctor reported that maxcem elite was used to cement a post, but it did not set, making it necessary for the doctor to remove the post. Since optibond solo plus had already set around the post, the doctor had to drill out the post in order to replace it with a new one using a different cement. The doctor stated that the extent of drilling that was necessary for him to remove the post increased the chances of perforating a root which therefore put the patient at risk of losing the tooth. The product was returned and a visual inspection indicated that there was a missing plunger in the base reservoir, thus preventing the correct ratio of material to be extruded from the syringe. Retain samples were examined and were found to be fine. It was therefore concluded that this was an isolated incident.